Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the excision of the distal part of the stomach on a laparoscopic total gastrectomy, the surgeon was able to press the green button but the staple did not fire. The reload was replaced to complete the case. There was no patient injury.